Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: corrected from deep brain stimulation (dbs) procedure to cranial resection procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a deep brain stimulation (dbs) procedure. It was reported that the site entered admin to switch the guidance from target to trajectory guidance. The 3d model jumped off the screen. They brought the 3d model back into view, but the plans disappeared. The plans were still visible in the axial, coronal, and guidance views. The site tried cycling views, turning the plans on and off, and switching back to target view. They confirmed the eye was on and toggling did not have an effect. Turning the transparency down showed there was not a plan inside the 3d model. Rebooted the system and the plan was present as intended. They continued with the case, but when switching from plan 2 to plan 1 the 3d model would again jump out of view. There was no patient impact reported and a less than one hour delay to surgery.